Manufacturer narrative:
"Outcomes utilizing inspira implants in revisionary reconstructive surgery," sigalove, s., maxwell, g.p., gabriel, a., plast reconstr surg. 2019 jul;144 (1s utilizing a spectrum of cohesive implants in aesthetic and reconstructive breast surgery):66s-72s. Doi: 10.1097/prs.0000000000005952. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Through journal article ¿outcomes utilizing inspira implants in revisionary reconstructive surgery", healthcare professional reported a patient had "pain and animation deformity". Device status is unknown. This record is for the left side.